Event description:
It was reported that the user disconnected the ilet pump to shower and reconnected, after which they received a reminder and experienced elevated blood glucose; the pump was not paused and the issue occurred while insulin delivery was temporarily interrupted, with no specific device component implicated. Symptoms included hyperglycemia with no other clinical signs or conditions reported. Outcomes included a delay to therapy while disconnected, after which the system was expected to correct upon reconnection. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no available findings and insufficient information to identify a specific medical device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.